Manufacturer narrative:
A ge oec service representative investigated the issue and found defective single board computer and monitor. Both components were replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed a data error. The system would not operate.